Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n450569, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported since the patient was implanted, 1.5 weeks after the implant date, they could feel the stimulation but it was not enough to help with the terrible pain in their hip and down their leg, where it was meant to help. It was noted they never had any therapeutic effect. It was further reported that nobody showed the patient how to use the patient programmer to make adjustments, but they only told her how to turn it on and off. Additional information received four days later reported the manufacturing representative was seeing the patient today. The patient only had one group programmed on the device. On program 1, it was at 8.2 v, 300 pulse width, rate at 30, and electrodes 0- 1- 3+. On program 2, it was at 8.7 v, 390 pulse width, rate at 30, and electrodes 4+ 5- 6- 7+. It was noted that the patient had the device off and zero volts at that time. Longevity calculations were performed again and eri was estimated to be 3.66 months and end of service (eos) to be at 6.66 months. It was noted the manufacturing representative felt the calculations were inaccurate. It was noted that program 2 was at ¿317¿ and 25.82ma, and program 1 was at ¿577¿ and 5.050ma, however the amplitude was changed to 3.7v for the measurement. It was noted that a program would be eliminated, and the polarity, amplitude and pulse width would be decreased if possible, and the battery voltage would need to be monitored. The patient had good therapy at the time of this report. Additional information received a day later reported that the plan was to have the patient use the remaining power and switch to a rechargeable device. Additional information received reported there was 50% or greater symptom reduction. The cause of the event and whether or not it was device related was unknown. It was noted that reprogramming was needed. It was further noted that an x-ray of the thoracic spine was performed and it was determined the lead was in the appropriate position. The patient's healthcare professional stated it was unclear as to why so much energy was used, as the ins and leads were ¿ok¿. The patient outcome was recovered without permanent impairment. Additional information received reported the patient was still having concerns with their device or therapy and they had an appointment with their manufacturer representative or health care provider (hcp) on (B)(6) 2014. Additional information received reported that the patient needed nearly maximum amplitude to get stimulation. It was noted that x-rays and reprogramming found the system to be fine. The manufacturing representative indicated the plan was to use the primary cell ins and then replace it with a rechargeable ins. Additional information received reported that the ins was going to be replaced when it reached eos.

Event description:
(B)(4): a manufacturer representative called to ask what might have caused seemingly early elective replacement indicator (eri). It was reported that the patient saw eri on their programmer on the day of the report. The patient reportedly noticed their paresthesia fading so they attempted to turn stimulation up. It was at that point that they saw the eri message. The patient¿s parameters were estimated and a calculation estimated that the implantable neurostimulator (ins) should last around 6 months based on the parameters given. It was noted that the manufacturer representative was not completely positive on the parameters. It was noted that the manufacturer representative would meet with the patient on the monday following the report.